Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the first device: a white plastic particle falls off during firing, the second over-burns the white pad. Unknown how case was completed. There were no adverse consequences for the patient. Instructions for use state: keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad and increased blade, clamp arm and distal shaft temperatures.

Manufacturer narrative:
(B)(4). The device a was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. The device b was returned with the blade scratched and cracked; but with the tissue pad attached to the clamp arm and in good condition. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The tissue pad was in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The cracked blade finding is not related to the reported complaint of the tissue pad. (B)(4).